Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte autog bc yel 24ga x 0.75in, the device experienced a frayed catheter when trying to advance the device into the vein. The following information was provided by the initial reporter. The customer stated: it was reported by the medical professional, the catheter was unable to thread into the skin and fray/kink at end of the needle. Catheter was unable to thread into skin. Catheter was spun on needle before insertion. Catheter looks to have a kink or fray on the end of it 24ga insyte.

Event description:
It was reported when using the bd insyte autog bc yel 24ga x 0.75in, the device experienced a frayed catheter when trying to advance the device into the vein. The following information was provided by the initial reporter. The customer stated:   it was reported by the medical professional, the catheter was unable to thread into the skin and fray/kink at end of the needle.   Catheter was unable to thread into skin. Catheter was spun on needle before insertion. Catheter looks to have a kink or fray on the end of it 24ga insyte.

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd insyte autog bc yel 24ga x 0.75in, the device experienced a frayed catheter when trying to advance the device into the vein. The following information was provided by the initial reporter. The customer stated: it was reported by the medical professional, the catheter was unable to thread into the skin and fray/kink at end of the needle. Catheter was unable to thread into skin. Catheter was spun on needle before insertion. Catheter looks to have a kink or fray on the end of it 24ga insyte.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.